Event description:
Hcp reported the patient presented for a refill in 2004 complaining of having the flu. The estimated reservoir volume was 3.0cc and the actual volume was 18.0cc. A roller study and catheter dye study performed in 2004 were both negative. The pump was explanted and replaced in 2004 and the pump will be sent back to the manufacturer for analysis. The patient has reported inadequate pain relief with their new pump.